Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5154242.

Event description:
It was reported via the food and drug association (FDA) medwatch program that left ventricular (lv) lead failed to remain in position during an initial implant procedure. The lv lead was not installed. The patient was asymptomatic and stable throughout the procedure. No further information was provided.